Event description:
Additional information received reported that the patient did not yet feel well as of (B)(6) 2013. On (B)(6) 2013, the patient returned to the hospital and an attempt to aspirate from the catheter access port (cap) was then unsuccessful. The healthcare provider (hcp) attempted a dye test, and dye seemed to ¿difficultly¿ reach the tip of the catheter, stopping 2-3 cm from the distal end. On (B)(6) 2013, the hcp was planning to again revise the catheter in order to check the presence of cerebrospinal fluid (csf) return from the connector end of the catheter. It was later reported that upon revision on (B)(6) 2013, the hcp found that the catheter was broken at the level of the insertion in the intrathecal space above the anchoring system. The catheter spinal segment was replaced, and the patient subsequently seemed to be okay.

Event description:
It was reported that an issue was identified intraoperatively when the physician checked the connection, by aspirating the drug from the catheter access port, and found it did not work. The catheter was then disconnected from the pump. Upon re-connection, the drug was then able to infuse. The medication being delivered was baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# unknown, implanted: (B)(6) 2013. Product type: catheter. (B)(4). (B)(6).